Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) could not be reviewed, as the device serial number was not provided. Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 25mm magna mitral valve underwent a valve in valve procedure after an unknown implant duration due to unknown reason. The procedure was completed with a 26mm 9755rsl transcatheter valve.

Event description:
It was reported that a patient with a 25mm magna mitral valve is being evaluated for a valve in valve procedure after an unknown implant duration due to unknown reason. The procedure has not yet scheduled.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Attempts have been made to obtain missing information; however, to date, no response has been received. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.